Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working. Inspection confirmed that the right cylinder had a hole causing a saline leak, the device was replaced. The cause of the cylinder hole has not been elucidated in detail in the hospital. After this operation, the patient improved.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. Cylinder 1 has the leaks in distal cylinder body that was the result of sharp instrument damage consistent with explant damage; holes were present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Both cylinders had wear at fold in cylinder body. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified device malfunction with the returned pump. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working. Inspection confirmed that the right cylinder had a hole causing a saline leak, the device was replaced. The cause of the cylinder hole has not been elucidated in detail in the hospital. After this operation, the patient improved.